Event description:
S/p mastectomy. On 08/03 exchange tissue expander for implant 08/06 found saline implant deflated. On 08/07 back to operating room for removal and replacement examined implant on back table / md appears no cause for deflation.